Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4), device available for evaluation: no, device mfg date: 01/05/2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4). Device available for evaluation: no, device mfg date: 04/05/2018, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced expected power switching resulting in a controller double disconnect and multiple pump stops. The batteries were exchanged while the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections involving (B)(4) within the analyzed period. As a result, the reported power switching event was confirmed. Log file analysis also revealed three (3) controller power ups on september 18, 2018 at 12:34:33, 13:22:51, and 13:30:14; respectively. No anomalies were observed during the first recorded controller power-up; however, several momentary disconnections were noted leading up to the following two (2) recorded controller power-ups. The controller was without power for 30 seconds, 23 seconds, and 22 seconds; respectively. As a result, the reported losses of power were confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, con314954, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat593325 and bat593350. Analysis of the event log file revealed four controller power ups with their associated motor starts on (B)(6) 2018 at 14:26:20, and on (B)(6) 2018 at 12:34:33, 13:22:51, and 13:30:14. The controller was without power for 1 minute and 49 seconds, 30 seconds, 23 seconds, and 22 seconds, respectively. Momentary disconnections were recorded leading up to various controller power up events. There is no evidence that the lubrication servicing was performed on the reported/associated device(s). As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.